Event description:
It was reported that the user experienced hyperglycemia reported at 500 mg/dl after an occlusion alert stopped insulin delivery, remained disconnected from insulin for several hours, and later performed a site change; subsequent occlusion alert exposure and persistently high glucose led the healthcare provider to direct pump disconnection and administration of long-acting and short-acting insulin, while the user interface was used to pause delivery and continue sensor readings. Symptoms included hyperglycemia, irritability, and elevated ketones. Outcomes included no long-term health consequences or impact reported. Investigation included communication with the user and sister, and analysis of information provided by the user and third party. Investigation of this case revealed no device problem found, while a usage problem was identified involving improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event. The event was managed per clinical guidance with off-pump insulin and instructions regarding safe timing for pump restart.

Manufacturer narrative:
Initial.